Event description:
It was reported that the patient had driveline communication fault (B)(6) 2024 causing them to change to their backup system controller (B)(6). The event log files confirmed the reported driveline communication fault on 11dec2024 at 02:13. The driveline was disconnected at 02:19. The alarm did not recur after system controller (B)(6) was exchanged. The event log files on 11dec2024 reported that the driveline communication fault had resolved. The modular cable (B)(6) had no breaks in the covering/coating, but did have a kink about halfway down and was exchanged with the system controller (B)(6). A new backup system controller (B)(6) was issued. The patient also reported that they get small static shocks from their cable on the mobile power unit. The patient was educated on being environmentally conscious of static electricity, humidity, dryer sheets, and cotton sheets. All of the equipment was issued the date of implant and had been working as intended until (B)(6) 2024. Otherwise, there were no other notable alarm conditions or parameter changes, and the ventricular assist device (vad) was functioning as intended. The patient reported to have a driveline power fault on (B)(6) 2024. The patient changed to the backup system controller (B)(6) and the alarm reoccurred after three hours. The event log files captured driveline power fault alarms beginning at 11:44 pm on 23dec2024 while connected to (B)(6). The driveline was then disconnected at 11:50 pm. Following connection to the new system controller (B)(6) (time set at 12:21 am), the log files continued to capture driveline power fault alarms beginning at 3:14 am on 24dec2024 while connected to the new system controller (B)(6). There were no other unusual events recorded in the log file event history. The equipment was operating as intended. Pictures of the driveline/modular cable connection from 24dec2024 confirmed oxidation might have been causing the driveline fault alarms. A modular connector cleaning was requested to be scheduled.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section e3: occupation correction. Manufacturer's investigation conclusion: the heartmate 3 vad modular cable (lot number: 10348814) was not returned for analysis; however, log files were submitted (B)(4) for review that contained data spanning approximately 7 days (B)(6) 2024 per timestamp). At 23:44:18 on (B)(6) 2024 a driveline power fault became active due to power b being broken. This occurred due to the current of the power b wire being below the threshold. This alarm persisted until 23:50:15 on (B)(6) 2024 when the driveline was disconnected, and the system controller was shutdown consistent with a system controller exchange. There were no other notable alarms or events active in the log file. The pump operated as intended for the duration of the log file. The reported driveline power fault alarms were isolated to the pump cable which will be addressed in the pump investigation. The device history records were reviewed for the modular cable (batch/lot number: 10348814) and found to have passed all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault and driveline power fault alarms. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The modular cable connector was cleaned on (B)(6) 2025. Debris on the pump side connector was confirmed with a photo and visually. It was cleaned off with a brush with minimal pump off time. There were no active comm fault alarms prior to the cleaning and no alarms post cleaning. The cleaning was a proactive measure, and the patient was advised to cover the area of the driveline when showering. The event log file for the driveline cleaning did not find any driveline fault alarms or any other unusual events. The equipment was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.